Event description:
A purchasing supervisor reported an intraocular lens (iol) was removed from a patient. In a follow-up phone call, the operating room manager reported the lens was removed and replaced during the same procedure due to the capsule was torn. She stated a vitrectomy was performed and the surgery was completed with a different model iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no similar complaints reported in the lot number. Additional information was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).